Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection as listed in the graftmaster rx coronary stent graft system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the graftmaster IFU states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported physical resistance and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a myocardial infarction. An unspecified stent was deployed; however, a free perforation with extravasation in the mid left anterior descending artery was noted. A 2.8 x 16mm graftmaster covered stent was advanced but failed to cross due to the anatomy. The covered stent was removed and pre-dilatation was performed. The same covered stent was re-advanced and failed to cross again. Additional dilatation was performed and the same covered stent was re-advanced and deployed successfully; however, a distal edge dissection was noted. A 2.8 x 19mm graftmaster covered stent was advanced but failed to cross due to the anatomy. Additional dilatation was performed, thrombin was injected, and a balloon pump was installed to successfully seal the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.